Event description:
It was reported that following an exploratory laparoscopy two strands of suture used to close the incision dehisced. The patient required a secondary surgery to close the wound. The physician reported that the suture failed, causing the dehiscence.